Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer treated blood glucose with glucose tablets. Customer stated that customer uses auto mode and auto mode was not automatically delivering insulin at the time of low blood glucose event. Insulin pump will not be returned for analysis.